Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of hospitalization due to an accident. The father indicated that the pump is not working correctly and the pump settings are needed. Troubleshooting advised to call their doctor fpr settings information as the customer's father was not authorized as a contact. No further details given.